Event description:
The complainant reported an automated impella controller fail at start up with yellow controller alarm. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The impella device was returned and evaluated. There was no failure evident from the logs and the console functioned in investigation with no ability to recreate the failure mode. No repairs necessary. Perform a full functional check on the console and optical system. The cause of the issue was most likely from the optical pump not being fully connected.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data analysis: upon having the pump connected on (B)(6), the logs show a "case start: optical sensor system error: disconnect cable". The pump is unplugged then re-plugged back in and then able to start the pump for the case. The logs show the placement signal and raw optical sensor maxed out implying no optical signal. These measurements are normalized when the pump was plugged back in which insinuates the pump was not fully plugged in the first time causing an air gap. Device analysis: despite attempts with both a known good pump and pump simulator, the errors were unable to be reproduced during the investigation. Start up for all tests were clean with no optical sensor system errors. Root cause: the cause of the issue was most likely from the optical pump not being fully connected. Repair: before sending this console back, please perform a full functional check on the console and optical system. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The customer reported that the device exhibited an optical sensor issue.